Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found an internal anomaly within the battery and caused premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.